Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced an external flow sensor disruption with the graph shown on the ventilator severely deviated while delivering therapy to the patient. Review of the error log provided contains records of two ventilator inoperative codes. There was no harm or injury reported. Ventilator inoperative code e-80 identified in the error log indicates the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. This issue would replacement of the oxygen proportional valve, a component of the active exhalation control module, to address the issue. An additional ventilator inoperative code e-133 was noted in the error log indicating the active exhalation valve is stuck closed. This issue would require replacement of the active exhalation valve, or replacement of the pilot pressure sensor and tubing, or replacement of the active exhalation control module solenoid and proportional valves and tubing. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.